Event description:
The customer reported the device alarmed with a high o2 pressure reference failure when the device was attached to oxygen tanks with the pressure set to 90 psi. There was no patient involvement.